Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a missing segments display screen issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/24/2013 with the following findings: the complaint could not be duplicated or confirmed during investigation. The pump powered on with a clear and legible screen; there were no missing segments.